Event description:
Customer's mother reports that customer experienced keypad anomaly. It was reported that the up arrow key was not responding customer's blood glucose was 218 mg/dl. After troubleshooting, caller was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.